Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that the 2.0mm drill short w/ao qc broke during use inside of the patient, per report, all pieces were retrieved and the procedure completed with a smith and nephew backup device with no delay. Therefore, no further clinical/medical assessment is warranted at this time. Should additional medical information be provided, this complaint will be re-assessed. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a revision surgery the 2.0mm drill short w/ao qc broke while being used inside the patient to drill a pilot hole for a screw, all pieces were retrieved. Reason for revision: patient didn't heal after having competitive devices put in. No delay. Procedure was finished using a s&n back up device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.